Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a proglide device. Reportedly, a perforation occurred while obtaining access in the rcfa. A transfusion was given and a covered stent was implanted to treat the perforation. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a stenting interventional procedure. The sheath was upsized to a 14fr. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the perclose prostyle suture mediated closure systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.